Manufacturer narrative:
UDI: (B)(4). The lot number was reported as 003647 in the initial report and has been updated to 10175. The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as november 29, 2004 in the initial report. It has been updated to may 14, 2009. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an open reduction internal fixation procedure of the distal radius, it was observed that the wire drive on the quick coupling device was rotating. There were no delays in the surgical procedure and the same device was used in order to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device wire driver rotates on the small battery drive was confirmed. It was also determined that the unit failed the handpiece coupling check, the coupling guide came loose causing the lever not to align with the small battery drive and the unit required updating. The assignable root cause was determined to be due to loctite degradation from normal use and repeated sterilization over time. If additional information should become available, a supplemental.